Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgment has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that pre-dilatation was performed in a heavily calcified lesion. During an attempt to cross the lesion, the rx vision stent dislodged from the balloon onto the guide wire. The dislodged stent came out of the pt on the guide wire. The procedure was completed using another rx vision of the same size. Reportedly, there were no pt effects. No add'l event or pt info is available.